Event description:
Customer reports they lost fluoro during procedure. However, staff were able to complete digital spots. Customer reports physician completed the procedure using digital spots images. Customer provided no pt or procedural info other than procedure completed; no reported injury.

Manufacturer narrative:
Field service engineer troubleshot and found loose connectors. Fse reseated connections and verified proper filament resistance and proper operation using hut dr service manual (B)(4), sedecal generator service manual (B)(4), huestis collimator service manual (B)(4), and infimed platinum one tech manual (B)(4). Unit passed checkout procedures and was returned to full service by the customer.